Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that during the operation, the sheath was unable to deflect, and the patient had cardiac tamponade. The patient required pericardiocentesis. The patient fully recovered. The surgery was delayed one and a half hours. A second device was used to complete the operation. The physician's opinion on the cause of the adverse event was biosense webster inc. (Bwi) product malfunction. Transseptal puncture was performed with abbott needle. No ablation was performed prior to noting the pericardial effusion. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, deflection test and a revision of all features were performed following j&j medtech procedures. Visual analysis revealed that the shaft was bent. The deflection test was performed and there were no issues as the deflection was performed correctly within specifications. The device features were reviewed, and no issues were observed during the product investigation. A device history review was performed for the finished device number lot 00002612 and no internal action related to the complaint was found during the review. The device features were reviewed, and no issues were observed during the product investigation. The deflection issue could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The potential cause of bent shaft could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The shaft bent issue observed is not related to the adverse event reported by the customer. The root cause of the adverse event remains unknown. In addition, no error messages were observed on johnson & johnson medtech equipment during the procedure. The instruction for use (IFU) contains the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the quality process, all devices are manufactured, inspected, and released to approved specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that during the operation, the sheath was unable to deflect, and the patient had cardiac tamponade. The patient required pericardiocentesis. The patient fully recovered. The surgery was delayed one and a half hours. A second device was used to complete the operation. The physician's opinion on the cause of the adverse event was biosense webster inc. (Bwi) product malfunction. Transseptal puncture was performed with abbott needle. No ablation was performed prior to noting the pericardial effusion.